Manufacturer narrative:
The issue occurred during surgery however there was no delay to patient therapy and the unit was not replaced. A maquet field service technician investigated the unit and found the shunt valves needed to be cleaned. The technician cleaned the shunt valves and returned the unit to service. Additionally, an fsca has been initiated by maquet cardiopulmonary (B)(4) to address issues related to hcu 40 devices. As part of the fsca, the existing shunt valves will be replaced by the successors, to ensure material compatibility with the new cleaning and disinfection procedure. All hcu 40 devices in the market place, with a serial number below (B)(4), will be updated. This first follow up report will also serve as the final report for this issue.

Event description:
(B)(4).

Manufacturer narrative:
(B)(6) 2016 10:02 am (gmt-4:00) added by (B)(6) ((B)(4)): maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). A maquet field service technician will investigate the unit. A supplemental medwatch will be submitted when additional information becomes available.

Event description:
(B)(6) 2016 09:53 am (gmt-4:00) added by (B)(6) ((B)(4)): "temperature deviation between hcu display and external reference device. Therefore customer needs to set high set temperature to get sufficient temperature at the heat exchanger." (B)(4).